Event description:
The last time doctor used the mesher, it allegedly macerated the graft about 3 or 4 months ago. The current mesher was sent in for recalibration and sharpening. Follow up in service was performed twice but not attended by doctor. Zimmer rep talked with doctor and we wanted doctor to talk with other rep but this request was declined. A trial run was performed by staff without incident. Zimmer rep was there to ensure proper set up of the mesher. During procedure the first half of the mesh went well but the second half did not. The first half of the graft was thinner than the second half. Another doctor used the mesher a month ago without incident. Doctor was able to use the graft but only half of it.

Manufacturer narrative:
Device not returned to zimmer osp as the hosp does not believe the unit is at fault.